Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose (bg) was 520 mg/dl. Customer gave a manual injection to address the bg level. Reportedly, a cartridge change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.